Manufacturer narrative:
The event was evaluated with the available information provided in the customer's initial notification. The device was discarded; therefore, a device evaluation is unable to be performed. A review of batch records could not be completed, as no batch information was made available. Additional information was requested from the complainant, but no information was received. The root cause cannot be established with the currently available information.

Event description:
First time system user. Multiple screws would not lock into the plate. Most ulnar, 2nd most ulnar, and radial styloid screw. We tried every single locking guide, changing the trajectory of our drill, swapping to a new plate, burned 12 screws. We learned things about the plate including that the locking threads of the screw itself go past the plate. So when the plate is not sitting flush they can lock in, when it is they cannot. Also the plate has little to no tolerance for actual va drilling. You have to be perfectly aligned with the hole in order to get it to lock.trying everything we could do make it work. Including swapping plates, screws, drill guides, drill trajectory. 45 minutes surgery delayed due to the reported event. Procedure was successfully completed. No fragments generated. Suboptimal fixation on an 82yo. No other medical intervention.